Event description:
The manufacturer received information alleging the device failed the power fail alarm test step during testing. There was no harm or injury reported. Customer tried updated the software, rebooting, changing out the front panel board, changing the power management board and changing the power supply. Customer inquired about any other suggestions to resolve issue. After issue was escalated to service operations for assistance, the customer stated that it was no longer an issue, but no information provided on what resolved the issue.